Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, it was confirmed that the user had been using the incorrect cleaning brush size during reprocessing for the subject device. Additionally, when an olympus sheathed needle was pushed through the biopsy channel, it did not exit the channel, but instead penetrated through the bending section of the distal end. There was a leak noted in the biopsy channel. During testing, the image was also producing noise. The adhesive on the distal end was peeling and chipping away. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the olympus evis lucera ultrasonic bronchofibervideoscope needle may have damaged the sheath when it was passed down the working channel during a therapeutic procedure. At that point the procedure was cancelled and the subject device returned to olympus for evaluation. During the device evaluation, olympus personnel discovered that the hospital staff may have been insufficiently reprocessing the subject device by using the wrong size cleaning brush. This report is being submitted to capture the insufficient reprocessing found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it was found the damage to the device occurred from excessive stress applied during reprocessing. The specific root cause of the incorrect reprocessing could not be determined at this time. The following information is stated in the instructions for use: "4.3 using endotherapy accessories warning: do not insert or withdraw endotherapy accessories while the endoscope is angulated. Inserting or withdrawing an endotherapy accessory with force may damage the endotherapy accessory or endoscope and/or cause patient injury." Olympus will continue to monitor field performance for this device.